Manufacturer narrative:
Concomitant medical products: product ID 8596sc lot# serial# (B)(4) implanted: (B)(6) 2019 explanted: (B)(6) 2022 product type catheter pr oduct ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2010 explanted: product type catheter . Other relevant device(s) are: product ID: 8596sc, serial/lot #: hg2aykg09, ubd: 06-feb-2020, UDI#: 00643169887640 ; product ID: 8709sc, serial/lot #: (B)(4), ubd: 20-nov-2011, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (30 mg/ml at 7 mg/day), bupivacaine (20 mg/ml), and fentanyl (5,000 mcg/ml) via an implanted pump. It was reported that the physician was concerned about the pump and catheter operation. The patient claimed no relief and a dye study was attempted, but there was no ability to pull back csf (cerebrospinal fluid) to do it. The physician suspected a granuloma. When accessing the spinal site, he was unable to pull back the spine segment tip. He decided to do a full system replacement. The existing pump and a portion of the existing catheter were removed. The spine side of the catheter remained inside the patient as the physician felt that the patient likely had a granuloma, and he was comfortable that it would resolve over time. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿concentration of the drugs¿ was noted. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Event description:
Additional information received from the company representative stated that the patient was receiving morphine (30.0 mg/ml at 7.005 mg/day), bupivacaine (20.0 mg/ml at 4.670 mg/day), and fentanyl (5 000.0 mcg/ml at 1 167.5 mcg/day).

Manufacturer narrative:
Continuation of d10: product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2022, product type catheter product ID 8709sc, serial# (B)(6), implanted: (B)(6) 2010, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the pump was returned and the device passed all testing in the laboratory and no anomalies were identified. The 8596sc catheter was returned and analysis identified damage in the seal material in cup of the sutureless connector (sc). The damage did not result in a leak during the in-line pressure leak test or affect the performance of the catheter. The 8709sc catheter was returned and no anomalies were noted on microscopic inspection, the catheter was patent, and passed pressure leak testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.